Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 590 mg/dl at the time of incident the customer was assisted with troubleshooting. The customer did not mention any treatment related to high blood glucose level. Customer experienced symptoms such as skin irritation. It was unknown whether the customer was using the auto-mode feature. Customer stated that insulin delivery was not suspended due to sensor glucose value. The sensor glucose value was 191 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.